Event description:
Caller reported a malfunction on the pump, identified by malfunction code 15. There was no reported impact to the customer¿s blood glucose level. Technical support provided information and assistance to reset the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction reappears.